Event description:
It was reported that it was necessary to revise the rv lead because the patient received four inappropriate shocks due to lead crush. The lead was disconnected and left in the patient. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.